Event description:
It was reported to philips that the system did not produce x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected user restarted system multiple times to complete procedure. It was reported that the system cannot produce x rays. Upon further inspection, philips field service engineer (fse) inspected the system onsite and reviewed logs file, found error logs "point: gate driver fault", and "point: resonance frequency too high", and confirmed power inverter (point) certeray was defective. Fse replaced the power inverter (point) certeray. After the replacement of power inverter (point) certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome.